Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11, h5, h8. Review of the most recent repair record determined damaged comb and ratchet. The comb, ratchet gear, washers, comb screw, shoulder bolt and cap nut were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to device design. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available. Due diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery on (B)(6) 2024, the cradle in mesher where cutters sit has broken slats, also not sure if the handle still ratchets. The ratchet was noted to be able to be moved up and down and not stuck onto the device. There was a patient involved but no impact or delay reported. Due diligence information in process. No additional information available at this time.